Event description:
It was reported that six days post implantable cardioverter defibrillator (ICD) system implant with an antibacterial absorbable envelope, the patient experienced a small pocket hematoma and crepitus was noted. The patient was transfused two units of packed red blood cells (prbc). The pressure dressing was removed after discharge with evidence of ecchymosis decreased and anticoagulants were held briefly but was restarted. It was further reported that the patient had a history of acute on chronic anemia. The ICD system and antibacterial absorbable envelope remain in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: tyrx-aae envelope, 5076-45 lead, 6947m55 lead; implant date: on (B)(6) 2023. 3887-33 lead (x2); implant date: on (B)(6) 2000. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.